Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter snapped. A renegade hi flo catheter was selected for use. Upon unpacking, it was noted that the junction between the tip and the catheter snapped. No patient complications were reported.